Event description:
It was reported that during a generator change due to elective replacement indicator (eri), it was noted upon explant the sealing rings and header of the implantable cardioverter defibrillator (ICD) appeared to have rust in them. It was further reported that the right atrial (ra) lead exhibited falling and low out of range pacing impedances. Additionally, the ra lead exhibited high thresholds and an intermittent sensing issue that did not appear physiologic. An insulation breach was suspected. During the procedure, the railed was plugged into two new ICD¿s and exhibited low to zero pacing impedances with both devices. A new lead could not be added due to occlusion in the subclavian vein so the ra lead alerts were programmed off and it remains in use with the new ICD. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2019; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.